Event description:
Healthcare professional reported right side rupture with capsular contracture baker grade IV and pain. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis: visual analysis of the photographs identified rupture in the device. Observed red capsule. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported, right side rupture, with capsular contracture, baker grade IV. And pain. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified, sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as surgical impact.

Event description:
Healthcare professional reported right side rupture with capsular contracture baker grade IV and pain. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a6, b5, g1.